Manufacturer narrative:
(B)(4).  Physio-control evaluated the customer's device and was able to verify the reported issue.  During testing, physio observed that the device would display a "connect electrodes" message and would not deliver energy when prompted.  Physio then replaced the quik-combo therapy cable assembly to resolve the reported issue.   After observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio further examined the removed quik-combo therapy cable assembly and determined that the cause of the reported issue was a broken high voltage apex wire at the proximal connector strain relief. Physical damage was also observed on the proximal connector. Physio contacted the customer regarding the results of the investigation.  The customer advised that they had not previously been testing their quik-combo therapy cables with the test load that was provided with each device.  The customer advised that as a result of this event, they have implemented a new requirement for the routine testing of the quik-combo therapy cable with the test load.  Physio also provided the customer with feedback regarding the physical damage observed on the quik-combo therapy cable assembly.  After reviewing photographs of the cable, the customer advised that the most likely cause of the damage was the gurney locking mechanism in the floor of their ambulances. The customer further explained that their devices are routinely set on the floor of the ambulance near the back door and up against the gurney locking mechanism. This is done to give easy access to the device as soon as they open the back doors. The customer commented that he would be using the photographs provided by physio to help enforce changes to the storage location of the device's in the ambulance.

Event description:
The customer contacted physio-control to report that during an event, their device would not detect a patient's ECG rhythm while in paddles lead ECG via a therapy cable assembly and defibrillation electrodes (brand unknown).  As a result, defibrillation therapy was not possible. Medical personnel advised that the patient was properly connected to the device and that as they were moving the patient for transport, they noted that the device alerted them to "connect electrodes." Medical personnel on scene stated that the original defibrillation electrodes had been taken from a different device which had been used by first responders.  A new set of defibrillation electrodes were then applied to the patient; however, the device continued to give a "connect electrodes" message. The patient, a (B)(6) male, did not survive the event.   The customer, (B)(6) supervisor, advised that they are unsure whether or not the device use contributed to the outcome of the patient because the patient had suffered from both acute cardiac arrest, as well as an acute subarachnoid hemorrhage.